Event description:
Device 2 of 2. Reference MFR report: 1627487-2013-04193. It was reported the migraine clinical study patient had increasingly worse headaches. Although the patient had stimulation coverage, the headaches were not altered by the stimulation (off-label use). It was reported the physician wanted to perform testing including an MRI, so the scs system was explanted. It was reported the physician had difficulty removing one lead due to scar tissue. When the physician pulled the lead out, it was noted that all of the electrodes were missing. It was undetermined whether the lead had been cut while attempting to loosen the scar tissue or had separated when pulled out. It was reported multiple x-rays were taken, but the end of the lead could not be detected. The room was searched, and the physician opted to conclude the procedure. It was reported the patient was to have further testing, and the electrode end would be removed at a later date if and when the location was detected.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.